Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead sensing was no antegrade sensing in unipolar or bipolar. It was reported that it could only sense what appeared to be retrograde conduction. It was further reported that the lead had no capture. The lead was reprogrammed to off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.